Manufacturer narrative:
The hose was received with a section of the outer hose detached/missing approx 4 feet from the handpiece coupling assembly. The detached piece of hose, approx 2" in length was not returned. The sales rep will offer the facility further in-servicing or educational materials to prevent future occurrences.

Event description:
The hose burst during surgery by the nurse's face. There was no injury to the nurse or pt. The user stated that this occurred with the same md and during the same procedure (acl reconstruction) as prior instances. Further questioning of the user revealed that the surgeon was "pinching" the hoses for best access. Advised user that pinching hose would cause obstruction of air flow and lead to failure of hose at the weakest point. Advised against pinching, bending or crimping of hose to prevent future occurrences.